Manufacturer narrative:
No button error alarms were noted. The esc button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was in suspend and alarmed button error. Customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 356 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.